Event description:
Supplemental correction report is being submitted following a review of this complaint file on 23 sep 2024.

Manufacturer narrative:
PMA/510(k)#: k210476. Device evaluation: 1 unit of lot: c1995569 of echo-hd-3-20-c was returned for evaluation in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 15 february 2024. On evaluation of the devices the following observations were made: visual inspection: stylet returned not fully insert into the device, needle examined and observed to be fractured/kinked approx. 0.5 mm from tip of distal end of needle (ipe of ruler ipe0402) functional inspection: sheath extender advance and retract without issue, needle advance and retract without issue, needle tip won¿t retract fully into the sheath, stylet withdrawn from the device with difficulty, attempted to reinsert stylet to the device but does not reinsert fully, needle withdrawn from the device and observed to be broken proximately below sheath extender, sheath observed to be frayed - pinched below sheath extender, it should be noted that this file is related to another complaint files. For details of the other investigation please refer to: (B)(4). Manufacturing records prior to distribution, all echo-hd-3-20-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c of lot number: c1995569 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data. The review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. Based on the additional information provided, a possible root cause could be attributed to the distal end of the scope position, which was adjusted so as to strain or flex the needle when the needle tip was advanced into the target site, this could possibly contribute to distal needle kink. It is also possible that the damage occurred on insertion into the scope resulting in the needle kinking distally which in turn could have led to the resistance felt while inserting the device through the scope reported. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Description of event: user advanced the product through fuji ultrasound endoscope working channel to duodenal bulb and confirmed the puncture location and ready to do biopsy while found out the needle sheath cannot be advanced out of endoscopy channel after several attempts. Then the user retracted the needle from endoscopy and confirmed the needle was separated from the sheath and cannot be recovered to the sheath (pr (B)(4)). Then the user changed to another same device to complete the procedure. Lab evaluation: 15 feb 2024: needle examined and observed to be fractured approx. 0.5 mm from tip of distal end of needle (ipe of ruler ipe0402) (pr (B)(4)). Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: for complaints occurring during use (once in contact with endoscope) also ask: 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? No. 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas. 3. Please describe the size of the intended target site.2.2cmx2.5cm. What is the endoscope manufacturer and model number that was used with this device? Fuji ultrasound endoscope. 4. Was gaining access to the targeted site difficult? No. 5. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 6. Was needle penetration of the targeted site difficult? No. 7. Was the stylet in place inside the needle when advancing into the targeted site? Yes. 8. How many biopsies were obtained with use of this needle? Zero. 9. Did any section of the device detach inside the patient? No. 10. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure. Updated on 4jun2024: 1. Are images of the device or procedure available? No. 2. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 3. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 4. Was the device used in a tortuous position? Yes. 5. Was puncture of the target site difficult? No. 6. Was the device damaged in packaging prior to removal? No. 7. Was the device damaged on removal from packaging? No. 8. Was force required to remove the device? No. 9. Did the patient require any additional procedures as a result of this event? No. 10. What intervention (if any) was required? No information provided. 11. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? No. 12. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. 13. If yes, please specify what was observed and where on the device it was observed. N/a. 14. What is the scope manufacturer and model number that was used? Fuji eus. 15. Was resistance felt while inserting the device through the scope? Yes. 16. Was the scope recently serviced / repaired? Not sure. 17. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Sheath advancement. 18. Was the syringe used during the procedure, after the stylet was removed? No information provided. 19. Was difficulty experienced while retracting the needle? No. 20. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. 21. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no. 22. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 23. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Yes. 24. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? No information provided. Ebus.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.